Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of an ¿e3224" error coming up when plugged in was confirmed. An intermittent "e224" error was also observed due to a faulty cable unit. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use, an e224/222 error message was observed and there was no image on the unit¿s display. The customer also, reported an e3224 error when the unit is plugged into the processor. The olympus sales representative was present in the room when the error occurred and checked the unit¿s contacts to ensure they were clean. The patient was in the room asleep at the time the event occurred. The camera head was replaced and the intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer (lm) investigation. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer reported that since the phenomenon was not reproduced in the repair department. It was presumed that a communication failure occurred due to temporary dirt or dust adhering to the electrical contacts of the video connector, and an e222/224 error scope communication error occurred. As a result of checking the DHR, it was confirmed that there were no manufacturing abnormalities, special hires, or variations.